Event description:
It was reported that the deflation was slow. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the deflation was slow. The balloon was partially inflated when removed. No patient complications were reported.